Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml at 185 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2018 it was reported that when they were aspirating the pump for the patient¿s refill, they pulled out yellow colored fluid from the reservoir and they pulled out more drug than expected. The actual residual volume was 8 ml and the expected residual volume was 3.2 ml. There had been no discrepancies noted at past refills and the patient had not had any change in therapy; things were fine. The patient did have swelling around the pump from time to time, but it was still easy to access the pump and they had no concerns with it. The hcp did not have the specifics around the seroma with regards to when it began. This was the first time they had noticed the yellow color in the fluid they aspirated. They replaced the syringe and tried to aspirate again and got more yellow fluid in the tip of the syringe; however, the fluid in the tubing appeared to be clear. The hcp was wondering if it was possible that some of the serous fluid entered the needle and discolored the fluid aspirated from the reservoir. The hcp was going to send the fluid to the lab to be cultured. The situation was being addressed by the hcp; the hcp was going to monitor the patient until the next refill. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated the fluid came from the pump as the needle went through the fluid outside of the pump. No further complication shave been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated that the fluid was tested and no growth was found. It was reported that the issue was resolved. No further complication have been reported as a result of this event.